Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous distal right coronary artery (drca) that is 90% stenosed. The 2.5x28mm xience skypoint stent delivery system (sds) failed to cross due to anatomy. Resistance was noted during removal of the sds with anatomy. No other device was used as no other device was able to cross and no other treatment provided. There was no adverse patient effects and no clinically significant delay. No additional information was provided.